Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment/partial display anomaly due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.